Event description:
Updated adverse event form was received on (B)(6) 2016 indicating that the reported patient's minor wound infection is recovered (adverse event ended on (B)(6) 2016).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient who is subject to a vns study had a minor wound infection since (B)(6) 2016. The patient was implanted with vns on (B)(6) 2015. It was reported that the severity of the event was mild. It was reported that the event was related to study therapy, probably related to implant and not related to vns stimulation. It was reported that the patient was treated with oral course of clindamycin. The patient is recovering. It was reported that the event was not serious and it did not cause the subject to discontinue from the study. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.